Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, which occurred at the start of the diagnosis procedure. The procedure was delayed by less than 20 minutes and completed by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that mcb was getting tripped during scan due to defective radiation lamp. After disconnecting lamp system was working in good condition. Upon troubleshooting fse discovered that the cause of the issue was the wrong cable connections for the radiation warning lamp. To resolve the issue, fse removed the old connection and replaced new wiring connections. After few days issue reoccurred which was resolved in case#:0123003369. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. No harm was reported to philips. Philips has started an investigation of this complaint.